Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors, there were no confirmed complaints. There were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a (B)(6) user report which contained the following information: customer reported experiencing an infection while wearing the adc freestyle libre sensor for 4 days. Customer reported experienced symptoms of redness, inflammation, discharge, and pain at the sensor site. Customer had contact with a healthcare professional and was started on oral antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(6) user report which contained the following information: customer reported experiencing an infection while wearing the adc freestyle libre sensor for 4 days. Customer reported experienced symptoms of redness, inflammation, discharge, and pain at the sensor site. Customer had contact with a healthcare professional and was started on oral antibiotics for treatment. There was no report of death or permanent injury associated with this event.